Event description:
It was reported that (1) bb10 device was used during a laparoscopic spleen procedue. It was reported by the rep that the red knob came off as it came out of package. The grey piece broke off during surgery. Another bb10 was used to complete the case. There was no consequence to the pt.